Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4) and lot number 62130. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported minimal or flat bleb from day 1 post-op and va poor. Needling performed on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. Xen was noted to be bent/kink/break at the exit point from sclera (sharp angle). Patient was admitted to royal north shore hospital due to increased iop, headache, vomiting, pain and tearing from right eye. Endophthalmitis was diagnosed based on culture growth of streptococcus oralis confirmed through a vitreous tap on (B)(6) 2018. Patient was treated with 3x intravenous vancomycin + cefazolin, oral ciprofloxacin on (B)(6) 2018 and ongoing ocuflox. The device was explanted and vitrectomy was performed. The reported events have been resolved. Patient has been discharged from the hospital.